Event description:
While placing the screws during the orif left humerus, it was discovered that three 26mm nl screws and one 24mm nl screw broke. Surgeon attempted to retrieve all parts of the screws. It was confirmed by surgeon, globus rep, additional staff and xray that parts of the four screws were unable to be retrieved and therefore left in the patient. Patient code: 2687. Device code: 1069. Referencing reports mw5176692, mw5176693, and mw5176695.